Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/16/2016. The fse confirmed the yellow stripe tubing going through pinch valve pv37 failed, contributing to a leak, which was resolved by replacing all associated pinch valve tubing. (B)(6).

Event description:
While troubleshooting an unrelated issue, the customer reported observing dried blue precipitate on some components in a coulter lh 500 hematology analyzer. The customer did not observe an active fluid leak. It is unknown whether the customer was wearing personal protective equipment (ppe) at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.